Manufacturer narrative:
Evaluation summary: the device was not returned, the device remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported reduced visual acuity, yag laser, blurry vision, strong glistening, and ssng following an intraocular lens (iol) implant procedure. There was no abnormality in the patient's retina. Additional information was requested. There are two reports for this event. This is for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the decreased visual acuity was treated with eye drops.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the patient had surgery due to 'bad shoulders'. As the shoulders improved, the eye sight improved.